Manufacturer narrative:
Final device investigation found that the device was returned with the push fork behind and out of alignment with the jaw. The plastic tip behind the jaw was broken off. The broken piece was not returned. Upon evaluation the remaining nine clips were fired from the device. None of the clips loaded into the jaw and all nine of the clips were unformed when ejected from the device. The locking mechanism engaged as intended when the device was empty. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what cause damage to the device.

Event description:
It was reported that during a mastectomy the device was applied three times and each clip was a misfire. The clips were not closing and sealing properly, resulting in bleeding and the procedure slowing down. Another device was used to complete the procedure. Additional information was requested, but no additional information was provided.